Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for a drill bit, part and lot number unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the small frag drill bit broke off in the patient's bone during surgery on an unknown date. The fragment was not retrieved when completing the surgery and remains in the bone. Surgical delay was reported of greater than 14 minutes but less than 30 minutes. The surgery was successfully completed with no other additional medical intervention. This report is for a drill bit, part and lot number unknown. This is report 1 of 1 for (B)(4).